Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message was confirmed during the archive data review and functional testing. The root cause of the system error is related to a communication error that caused a latch-up of the processor board. During the archive data review, system error 132 (internal watchdog timeout) was observed, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. Zoll service personnel used the ap vision software to clear the system error. Upon resetting, the platform was re-evaluated through the run_in test using the 95% large resuscitation test fixture (lrtf) with good known test battery for 15 minutes without fault or error. Since the processor board was replaced in may 2023 to address the system error that was reported by the customer previously, and despite intensive tests, the system error could not be reproduced after resetting. Zoll is awaiting the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed the "system error, out of service, revert to manual CPR" message. No patient involvement.